Event description:
It was reported that a high drain 101 alarm occurred during use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm. The tsr reviewed the therapy settings. The therapy was continuous cycling peritoneal dialysis, the total volume equaled 12000ml, the total time equaled 9:00, the fill volume (fv) equaled 3000ml, the last fill volume (lfv) equaled 0ml, and the initial drain alarm equaled 0ml. The tsr then reviewed the therapy log. The initial drain amount equaled 32ml, the lfv equaled 0ml, the total fill volume equaled 11997ml, the total drain equaled 17391ml, the average dwell equaled 1:37, the average drain equaled 0:40, the ultra filtration (uf) equaled 5393ml, the cycle one uf equaled 4192ml, the cycle two uf equaled 119ml, the cycle three uf equaled 191ml, the cycle four uf equaled 1273ml, and there were no bypasses of manual drains. The hp stated they had ended treatment in cycle four without a drain. The uf was -2772ml. The tsr arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A simulated therapy was performed on the device successfully. The reported issue was identified through an event history log review. The cause was a false empty detected and the initial drain alarm setting was inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.